Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history records was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis

Event description:
The following was published in pace - pacing and clinical electrophysiology in an article titled: a novel technique for performing transseptal puncture guided by a non-fluoroscopic 3d mapping system by sawhney, v, et al., jan 2019. This was a retrospective, single-center study of patients undergoing transseptal puncture for left atrial ablation. Those undergoing transseptal puncture using 3d mapping system alone (non-fluoroscopy group) were compared to those undergoing fluoroscopic guided transseptal puncture (fluoroscopy group). Clinical, procedural data and complications were analyzed from a prospective registry. One complication occurred during this study. A cardiac tamponade occurred following successful transseptal puncture. When the transseptal sheath was exchanged for an agilis sheath the patient became hypotensive. Heparin was reversed and a pericardial drain was placed to stabilize the patient. (Https://doi.org/10.1111/pace.13541).